Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited inaccurate delivery while in use. No reported alarms during infusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: corrected data in h1, corrected data: corrected data in h1 malfunction.